Event description:
It was observed that during the device evaluation, the camera head exhibited a hole in the camera cable and the camera cable was flooded. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable had a flaw (hole), which prevented the product from being airtight, and it was assumed that water had entered the product, resulting in flooding. The cause of the hole could not be identified based on the information obtained from the complaint and the investigation results. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.